Event description:
The tech was using this centrifuged tube in the lab. Using a fisher brand filter, she pushed it down in the tube and the tube broke. Her hand was cut. This happened again on 10/17/97.